Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that she had suffered a hypoglycemic episode. Pt was on the phone with her husband when he noticed she was incoherent and advised her to eat something and call the paramedics, which she did. Paramedics arrived and tested pt's bg at 100 mg/dl. Pt does not recall what cgm was reading at the time of her incident. Pt believes that cgm did not alert her of her hypoglycemic episode. At the time of her call to dexcom technical support, pt reported that she was feeling better.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.